Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump fell and was not delivering properly. Customer's blood glucose was 430 mg/dl, which was treated with manual injection. During troubleshooting, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.